Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and no damage found. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a transmitter battery issue. During the event the patient was using a transmitter that had a life span of between 1 to 30 days. 2 sensors were tried to start. It was understood that the patient was unable to start a sensor session, and that due to this, she went to the hospital. There was no further specific event information available, and there was no information regarding treatment or duration of stay at the hospital. No other details were documented and an attempt to contact the patient for more information was unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.